Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.71 volts and charge time measurements of 16.1 seconds. The field representative inquired about the longevity of the device. Technical services (ts) was unable to provide longevity information due to extended charge time measurements. Subsequently, the device was explanted and returned for analysis. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.